Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy-defibrillator (crt-d) presented for follow-up, reporting device tones. Interrogation revealed that the device was operating in fallback/safety mode, with no known exposure to theraputic radiation or magnetic resonance imaging (MRI). Two days later, the device could not be interrogated and did not elicit a magnet response. Pacing output was not observed. The device was replaced and returned for analysis testing.